Event description:
Per medwatch, a bard optimizer snare was used during a colonoscopy which resulted in a full thickness burn to the pt. It is unknown which snare was used in the procedure. The cautery unit was a system 7500 electrosurgery unit (02dkg007) that was sent to conmed to be tested. The settings were at 15 cut. And 20 coag.